Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery. The customer was inserting a new reservoir and infusion set when the insulin pump alarmed no delivery. The customer received the alarm three to four times. The customer could not get insulin to go through the second infusion set but it went through the first infusion set. Customer's blood glucose level was not reported. Changing the reservoir resolved the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.